Event description:
The syringe is packaged in a sterile manner. The syringe is still sealed in its sterile package. However, there is significant contamination with something red. Could be blood, could be a red syrup, rptr can't tell.